Manufacturer narrative:
Since device was not returned, no analysis can be performed. Monteris will trend device complaints of this nature.

Event description:
Physician commented before the case that the laser delivery probe should be even more rigid than it already is. And during the case, a slight 'bow in the laser was noted after insertion on the first trajectory. This slight bow and deflection caused a slightly inaccurate laser placement (slightly anterior to the planned placement). No adverse pt effects were noted.